Manufacturer narrative:
The explanted was not returned to bsn for analysis. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. The device was not returned for analysis.

Event description:
A report was received that a patient's ipg was explanted due to painful stimulation, pain while charging and difficulty charging. The patient would experience electric shocks when the stimulation was on. The patient is reportedly doing well.